Event description:
A consumer reports that one year following intraocular lens (iol) implant surgery, his vision is becoming cloudy and he has a large floater that covers half of his vision in one eye. He describes the floater as having a 'tail' and reports difficulty reading the newspapers, even with glasses. He states his vision has deteriorated to the point that his quality of life has been impacted and he is unhappy. His surgeon states everything looks fine. In a follow-up, the surgeon reports prognosis as "good" and states he believes the lens did not cause these events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 04/23/2008 and 04/25/2008 by phone, mail and fax. Additional info was received 04/25/2008 and a completed questionnaire was received 04/30/2008. This report was mailed to FDA on: 05/22/2008.